Event description:
It was reported that two (2) paclitaxel sets were leaking around the drip chamber. This was observed during priming with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in 2022, reported as "within the past week." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.